Event description:
Csg-f541 study serious adverse event (sae): as part of study "a digital surgical workflow and digital device briefing tool to reduce morbidity and mortality after primary stapled colorectal anastomosis" the following event was reported: sae causality assessment, surgical procedure performed: anterior rectal resection. Sae event term: intraoperative anastomotic leakage, suture and endorectal vacuum therapy leading to planned programmed reoperation. Description of the event: intraoperative anastomotic leakage, suture and endorectal vacuum therapy leading to planned programmed reoperation. Is there a reasonable possibility of relatedness to performed surgical procedure: yes. Relatedness to surgical equipment used: yes, circular stapler. Relatedness to study test product: spi digital surgical workflow software/hardware: no. Relation to study test product: device briefing tool (ddbt checklist): no. Sae seriousness criteria: in- patient hospitalization or prolongation of existing hospitalization: patient was hospitalized on: (B)(6) 2025. Medical or surgical intervention to prevent life-threating illness or injury or permanent impairment to a body structure or a body function. Action taken, hospitalization, medical procedure / therapy (drug/transfusion), surgical therapy/procedure, re-operation.

Manufacturer narrative:
(B)(4). Date sent: 12/2/2025. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.